Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the patient had access site bleeding and ventricular tachycardia. On arrival to the intenstive care unit, the impella groin site started briskly oozing so pressure was held by the nurse. The blue suture hub was advanced slightly, re-sutured by intensivist with forward tension sutures and then the bleeding stopped. Additionally, a notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry indicting that the patient experienced recurring ventricular tachycardia with a "possible" relationship to the impella device used: ¿the patient experienced recurring ventricular tachycardia. One episode of ventricular tachycardia was refractory and required direct current cardioversion with 200 j with successful conversion to sinus rhythm with biventricular pacing, ventricular ectopy including runs of non-sustained ventricular tachycardia. Underlying rhythm is sinus with biventricular pacing (pacemaker settings ddd)¿. The patient recovered with sequelae.

Manufacturer narrative:
The investigation of access site bleeding and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Access site bleeding- the root cause of the access site bleeding issue was most likely use related, re-sutured by intensivist with forward tension sutures and then the bleeding stopped. As the necessary information was not provided, the root cause of the vt/vf was not determined. G2 report source; study was inadvertently omitted on the initial manufacturer device report number.